Event description:
Barri-bed in cardiovascular intensive care unit (cvicu) room, scale is not working. We could not weigh the patient. We told the current nurse to place an order for a new bed since current scale is not working. We are assuming the bed is a rental we contact the vendor to replace it.